Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, where the spike was inserted into a saline bag mixed with methylene blue, and flow of liquid was confirmed throughout the set with no issues. The sample was submitted to an underwater leak test, and no leaks or blockages were identified. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked at the end of the infusion line. The leak was observed while priming the set with 5% glucose solution prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.